Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The patient experienced insulin-induced hypoglycemia (symptomatic) and hypothermia (rectal temperature of 92 fahrenheit) on (B)(6) 2019. The patient's cgm reading was approximately 150 mg/dl when concurrent emergency room lab reading showed 50 mg/dl. The inaccuracy went away after patient was rewarmed. No further event details were provided. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the "d" zone of the parkes error grid. Additionally, this is being reported due to the adverse event that occurred. No additional patient or event information is available.